Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the catheter failed to aspirate and contained an intraluminal leak was unconfirmed as the problem could not be reproduced. The product returned for evaluation was a 6fr t/l powerpicc catheter. The catheter had been cut distal of the 17cm depth marking and the catheter shaft distal of the cut was not returned for evaluation. Tactile evaluation of the catheter revealed circumferential impressions in the extension legs, likely where they had been clamped. Tactile evaluation of the catheter shaft was unremarkable. All three lumens were patent to infusion and could aspirate water from a beaker. The distal end of the catheter was clamped and the three lumens were flushed with blue dye against the occlusion. No leaks were seen throughout the sample. No liquid was seen emitting from the adjacent luer adaptors, indicating that there was not an intraluminal leak. The indicated problem could not be reproduced on the returned sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported one patient had the power PICC 6fr triple lumen, since (B)(6) 2020 and he had a problem with reflux, it is believed that a thrombus with a fibrin tail, which allows the infusion, but does not reflux. Professional reports that when trying to aspirate one of the routes, saline solution that was being infused in another route returned, and she observed a possible crack in the internal wall of the catheter. It was reported there was no damage to patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt1696 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported one patient had the power PICC 6fr triple lumen, since (B)(6) 2020 and he had a problem with reflux, it is believed that a thrombus with a fibrin tail, which allows the infusion, but does not reflux. Professional reports that when trying to aspirate one of the routes, saline solution that was being infused in another route returned, and she observed a possible crack in the internal wall of the catheter. It was reported there was no damage to patient.